Event description:
It was reported to philips that the system's uninterruptable power supply was not getting power, preventing the system from booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's uninterruptible power supply was not receiving power, which prevented the system from booting. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the machine was not powering on due to a ups issue and requested onsite support. The philips field service engineer (fse) went onsite to check the system and found that the main mcb had tripped, causing no power to be available for the system. To resolve the issue, fse switched on the mcb. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.